Manufacturer narrative:
A ge svc rep performed an on site investigation. The 5 volt power supply was adjusted during the svc call. The system was tested and found to be working as intended, and put back into svc. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the left monitor on the 6800 system had no image displayed. No pt injury was reported.